Manufacturer narrative:
The imp,tsv,4.1,11.5,mtx,mg (tsvt4b11) was not returned. Only the implant vial was returned, but did not contain the implant. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 20 (universal) and was fractured the same day as placement. The reported event could not be recreated due to the nature of the dental device and event (fracture & medical condition). The customer has not provided additional pictures or x-ray images of the implant. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 1234620. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1234620) for similar events and no other complaint was identified. Based on the available information, device malfunction could not be verified and the reported events are non-verifiable. The following sections have been updated: g7: checked "follow-up," h3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the hex snapped from the implant during seating of implant. Had to cut cone flap to remove the implant. Patient will return for new implant and the delay of 1 hour is reported symptoms: delayed healing, bone loss and pain.